Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of implant') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena. Concurrent conditions included cramp in lower abdomen, headache, dizziness, migraine, major depression, post-traumatic stress disorder, back pain, gastroesophageal reflux disease, hypothyroidism and psoriatic arthritis. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain ("abdominal pain") and psychological trauma ("psych injury") and was found to have weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, weight increased, weight decreased, abdominal pain and psychological trauma outcome was unknown. The reporter considered abdominal pain, device dislocation, psychological trauma, weight decreased and weight increased to be related to essure. The reporter commented: about 3 coils in left side, right with 3 coils. Tolerated procedure well. Plaintiff received treatment for: abdominal pain, pelvic pain, migration. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received: lab data added. New events" abdominal pain and psych injury" added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena. Concurrent conditions included cramp in lower abdomen, headache, dizziness, migraine, major depression, post-traumatic stress disorder, back pain, gastroesophageal reflux disease, hypothyroidism and psoriatic arthritis. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and was found to have weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, weight increased and weight decreased outcome was unknown. The reporter considered device dislocation, weight decreased and weight increased to be related to essure. The reporter commented: about 3 coils in left side, right with 3 coils. Tolerated procedure well. Most recent follow-up information incorporated above includes: on 2-jan-2019: the case (B)(4) was identified as a follow up of this case. Therefore, the case (B)(4) was deleted from argus database. New reporter added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena. Concurrent conditions included cramp in lower abdomen, headache, dizziness, migraine, major depression, post-traumatic stress disorder, back pain, gastroesophageal reflux disease, hypothyroidism and psoriatic arthritis. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, weight increased and weight decreased outcome was unknown. The reporter considered device dislocation, weight decreased and weight increased to be related to essure. The reporter commented: about 3 coils in left side, right with 3 coils. Tolerated procedure well. Most recent follow-up information incorporated above includes: on 7-sep-2018: pfs and mr received, reporter added, concomitant condition added, lab data added events added as:-weight gain/loss incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of device dislocation ("migration of implant") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Previously administered products included: mirena. Concurrent conditions were listed as psoriatic arthritis, hypothyroidism, gastroesophageal reflux disease, back pain, post-traumatic stress disorder, major depression, migraine, dizziness, headache and cramp in lower abdomen. On (B)(6) 2010, the patient had essure inserted. Essure was removed on (B)(6) 2021. An unknown time later she experienced device dislocation (seriousness criteria medically important and intervention required), pelvic pain ("pain/ chronic"), abdominal pain ("abdominal pain") and psychological trauma ("psych injury") and was found to have weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (bilateral salpingectomy). At the time of the report, the outcomes for device dislocation, weight increased, weight decreased, abdominal pain and psychological trauma were unknown. The reporter considered abdominal pain, device dislocation, pelvic pain, psychological trauma, weight decreased and weight increased to be related to essure administration. The reporter commented: about 3 coils in left side, right with 3 coils. Tolerated procedure well. Plaintiff received treatment for: abdominal pain, pelvic pain, migration discrepancy noted in essure removal date: (B)(6) 2021 & (B)(6) 2017. The most recent follow-up information incorporated above includes data received on: 21-feb-2023: plaintiff fact sheet: essure removal date updated. Reporter & patient information updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of device dislocation ("migration of implant") in an adult female patient who had essure inserted for female sterilization. Additional non-serious events are detailed below. Previously administered products included: mirena. Concurrent conditions were listed as psoriatic arthritis, hypothyroidism, gastroesophageal reflux disease, back pain, post-traumatic stress disorder, major depression, migraine, dizziness, headache and cramp in lower abdomen. On (B)(6) 2010, the patient had essure inserted. An unknown time later she experienced device dislocation (seriousness criteria medically important and intervention required), pelvic pain ("pain/ chronic"), abdominal pain ("abdominal pain") and psychological trauma ("psych injury") and was found to have weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the outcomes for device dislocation, weight increased, weight decreased, abdominal pain and psychological trauma were unknown. The reporter considered abdominal pain, device dislocation, pelvic pain, psychological trauma, weight decreased and weight increased to be related to essure administration. The reporter commented: about 3 coils in left side, right with 3 coils. Tolerated procedure well. Plaintiff received treatment for: abdominal pain, pelvic pain, migration discrepancy noted in essure removal date: (B)(6) 2021 & (B)(6) 2017. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 19-apr-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of device dislocation ("migration of implant") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Previously administered products included: mirena. Concurrent conditions were listed as psoriatic arthritis, hypothyroidism, gastroesophageal reflux disease, back pain, post-traumatic stress disorder, major depression, migraine, dizziness, headache and cramp in lower abdomen. On (B)(6) 2010, the patient had essure inserted. Essure an unknown time later she experienced device dislocation (seriousness criteria medically important and intervention required), pelvic pain ("pain/ chronic"), abdominal pain ("abdominal pain") and psychological trauma ("psych injury") and was found to have weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (bilateral salpingectomy). Was removed on (B)(6) 2021. At the time of the report, the outcomes for device dislocation, weight increased, weight decreased, abdominal pain and psychological trauma were unknown. The reporter considered abdominal pain, device dislocation, pelvic pain, psychological trauma, weight decreased and weight increased to be related to essure administration. The reporter commented: tolerated insertion procedure well. Plaintiff received treatment for: abdominal pain, pelvic pain, migration. Discrepancy noted in essure insertion date: (B)(6) 2010 and (B)(6) 2010 and in essure removal date: (B)(6) 2021 and (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): [hysteroscopy] (date unknown): insertion: about 3 coils in left side, right with 3 coils. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 25-oct-2023: nullification: upon receipt of follow up information this report was detected to be a duplicate to record #(B)(4) to which all information will be transferred, then this duplicate record #(B)(4) will be deleted in bayer safety database. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant") in a female patient who had essure inserted. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.